Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed increased impedance measurements greater than 500 ohms since the previous visit. In addition, increased thresholds were reported. A decision was made to further monitor this lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.